Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported receipt of the following alarms/alerts: automated delivery restriction, insulin delivery has been paused for too long, max delivery of insulin, and values expired. The patient confirmed that the pink slide did not move forward and they were unsure whether the cannula was inserted into the skin during wear. Since the pod was still worn at the time of call, they were unsure regarding redness/swelling or insulin leakage at the insertion site. It was reported that the patient had stopped taking their medication, including insulin, due to depression which resulted in dangerously high blood glucose levels.